Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that during laser treatment the surgery was performed outside the planned and administered docking area. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment. Review of the logfiles for the day of treatment shows during start up the vacuum check and the energy check passed. The user performed the ablation check successfully without issue before he started with the first treatment on that day. The energy check was not renewed during the day which is not following the instructions for use. The logfile shows 4 treatments on that day. All treatments were performed successfully without any interruption. The energy stays stable during the complete day. Further no manually decentration of the flap can be detected. So no technical abnormalities can be detected in the logfiles which could have contributed the reported issue. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively, because no treatment file is available for review. The manufacturer internal reference number is: (B)(4).